Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing an elevated blood glucose (bg) level ranging between 360-361 mg/dl; cause of elevated bg was not known. Customer was treated with water as the customer only experienced dehydration while in the hospital. Customer was released from the hospital the following day with the issue resolved. No permanent damage was sustained due to the event.